Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-05855.

Event description:
It was reported that the customer was hospitalized due to uncontrolled blood glucose levels. The caller stated that the customer was wearing two insulin pumps at the time of the hospitalization. The caller could not troubleshoot at the time of the call as she did not have either unit with her. Nothing further was reported.